Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs confirmed the customer comment that the mobile programmer application loss telemetry briefly, displayed electrocardiogram tracings but then went blank and only showed the channel markers. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during multiple sessions with a patient, the mobile programmer application loss telemetry briefly, displayed el ectrocardiogram (ECG) tracings but then went blank and only showed the channel markers. It was noted that when screen shots were saved they showed ECG tracings. Troubleshooting steps were taken to include breaking of the patient connector telemetry, force closing the application, and reinterrogating the implantable device, however the issue persisted. Additional troubleshooting steps were taken to include closing everything out and restarting the host tablet, which fixed the situation. No patient complications have been reported as a result of this event.